Manufacturer narrative:
The reported event is confirmed - manufacturing related. Visual: received one (1) photo sample. Photo sample showcases two (2) iscs with the finger tabs on packaging not completed punched out. This is out of specifications per drawing file states, "hole punched shall be oriented to the box thumb tab". The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be package design. However, there was insufficient information to confirm this potential root cause. The device history record review could not be performed without a lot number. A labeling review is not required because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they used 1400 of their intermittent catheters per year. The problem was with the punch out of the hole in the catheter package. When they first started getting catheters from them, they were delivered with a clean hole. For the last few years there has been a hanging chad due to the hole not being completely punched out during manufacture. It was extremely annoying, as every time they use a catheter they have to search for the two-hole centers, one solid white and the other clear that inevitably falls off the catheter package as I unwrap it to expose the catheter for use. What was also happening was that some came loose in the box, so that when they went to dispose it there were several catheter sleeve holes that fell out of the box. They requested to correct the equipment to completely punch out the catheter sleeve holes before packing the catheters into the box. Per additional information received via mail on 04mar2024, they could get samples and lot numbers, they reported it was not a lot of issue, but rather a problem in the manufacturing process where the center of the hole at the end of the individual catheter package or sleeve was not being punched through completely, hence their hanging chad description. They had attached pictures of two catheters they would use later that day and these two were from lot #juhq2613.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they used 1400 of their intermittent catheter per year. The problem is with the punch out of the hole in the catheter package. When they first started getting catheters from them, they were delivered with a clean hole. For the last few years there has been a hanging chad due to the hole not being completely punched out during manufacture. It was extremely annoying, as every time they use a catheter they have to search for the two-hole centers, one solid white and the other clear that inevitably fall off the catheter package as I unwrap it to expose the catheter for use. What was also happening was that some come loose in the box, so that when they go to dispose it there were several catheter sleeve holes that fall out of the box, they requested to correct the equipment to completely punch out the catheter sleeve holes before packing the catheters into the box.per additional infomration received via mail on 04mar2024, they could get samples and lot numbers, they reported it was not a lot issue, but rather a problem in the manufacturing process where the center of the hole at the end of the individual catheter package or sleeve was not being punched through completely, hence their hanging chad description. They had attached pictures of two catheters they would use later that day and these two were from lot #juhq2613